Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful periods') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of product technical complaint on 3-jun-2021: all required attempt were completed based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in an adult female patient who had essure inserted. The patient's medical history included anemia on (B)(6) 2018, hematochezia on (B)(6) 2018, hypokalemia on (B)(6) 2018, inflammatory bowel disease on (B)(6) 2018, pancolitis on (B)(6) 2018, pelvic pain female, drug allergy, drug allergy, pap smear abnormal, colonic polyp, irritable bowel syndrome, gravida I, parity 1, joint pain, headache and fatigue. In 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdomen, hysterectomy, laparoscopic with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter, lawyer, medical history and essure insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful periods') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.